Event description:
The pt reported a previous kink in the catheter with unspecified 'withdrawal symptoms." Additional info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional info is received.